Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anaplastic large cell lymphoma; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed.

Event description:
Regulatory agency advised they had received a report from a physician of a bia-alcl diagnosis. No biomarkers have been reported. No further information provided. Affected side and status of the device has not been specified.